Event description:
It was reported that stroke and death occurred. A sentinel embolic protection device was placed. The aortic valve was treated with the implant of a non-bsc bioprosthesis. The procedure went well. At an unspecified time, the patient experienced a stroke and death.